Event description:
New information received notes that prior to the procedure, noise was observed.

Event description:
It was reported that the patient received inappropriate atp and hv therapy due to oversensing. The lead was capped and replaced without complication. The patient was doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead with the connector pins measuring 11.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.